Event description:
The catheter was implanted and used without incident until a small hole was noted near the luerlock on the red side of the extension tubing. During dialysis some leakage of blood was noted.